Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyper/hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that they treated the low blood sugar which resulted in a high blood glucose from over treating the low and went to the ER (emergency room). The ER lab draw was over 500 mg/dl. The patient stated they had lupus and fibromyalgia. The patient was given a sandwich, dr. Pepper, pudding, and peanut butter crackers then did 3 lab draws over the past 8 to 9 hours. The patient was released the following day. The pod was worn when seeking medical attention.